Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined. Patient using the device is under two years old. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.